Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause could not be determined post-investigation as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)